Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap gastric bypass procedure, there was poor staple formation and a proximal and distal incomplete staple line. An ethicon stapler was used to fix the staple line. No reinforcement material was used. There was unanticipated tissue loss and damage. Medical intervention was required because they had to transect and staple around the defective staple line. They removed about 2cm of the fundus. The damage was not permanent. There was no blood loss or extension of surgical time. Patient is alive with no injury. The patient's medical history is obese.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.